Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found only the distal portion of the lead was returned for analysis. Insulation abrasion breaching at 17.4 cm to 18.2 cm from distal tip. The abrasions were consistent with constant friction with another implantable device.

Event description:
It was reported that the patient was in the hospital, not related to the implanted devices. It was noted that the atrial lead exhibited low impedance due to an insulation anomaly. The lead was explanted and replaced. The patient is doing well after the procedure.